Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system stuck in startup for 15mins. Review of the logfiles confirmed an error (error: fatal: failed to initialize all grabber cards). Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system does not start, gets stuck on system for 15mins due to defective grabber cards in the flexvision pc. The final work was competed on other case. After that, the system was returned to use in good working. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1144-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.